Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb etlw1610c124e was intended to be implanted during the endovascuslar treatment of a 70mm abdominal aortic aneurysm. It was reported during the index procedure the delivery system was observed to be bent straight out of the box. The product was removed and placed back into the box, and it was not used or attempted to be used; the procedure continued implanting a non mdt graft. No patient complications have been reported as a result of this event. The cause was undetermined but it was noted that shipping damage could be likely as there was a crease observed on the box.

Manufacturer narrative:
Product analysis the device was received in a shelf carton, the pouch and tray were not received alongside the device. Deformation was evident to the shelf carton. A kink was evident to the graft cover. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.